Event description:
It was reported that within a month of implant, the left ventricular lead would not capture. The lead was explanted and replaced. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.